Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported loss of consciousness. No lot release records were reviewed, as the product lot number was not provided. Cloud - locked down/smartphone. Data not available cloud - omnipod 5 software app version. Data not available cloud - smartphone operating system. Data not available cloud - smartphone hardware. Data not available cloud - cgm sensor type data not available. Please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient experienced a sudden drop in their blood glucose (bg) levels and lost consciousness. Their bgs were at 130 mg/dl at the time of the event. Further information on the allegation and treatment was not provided. It was also reported that their bgs were at 70 mg/dl after the incident.